Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in cassette error message while in treatment alleging to be caused by a fluid leak in the cassette. The patient was advised to take the cassette/tubing set to his pd nurse. Upon follow up with the pd nurse, it was reported that the patient had not experienced any adverse events as a result of this incident and his effluent was clear. The cassette/tubing set in question was discarded.

Manufacturer narrative:
Received on 01/30/2018 one case with ten companion sample of product 050-87216 lot number. A visual inspection was performed on four tubing sets, during inspection no defects were found, the tubing sets were found acceptable. A functional test was performed to four companion samples. During test no leaks were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.